Event description:
Three pedicle screws fractured during final tightening onto a longitudinal rod. Two od the fractured screws were removed and replaced with a new screws without incident. The third fractured screw was removed but not replaced.